Manufacturer narrative:
Covidien reference (B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the oxygen sensor in order to solve this issue. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a vent inop condition and oxygen flow out of range. The ventilator was not in use on a patient at the time the malfunction occurred.